Event description:
The device was returned; no event was noted.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2005-(B)(6), explanted: unk. Analysis of the pump revealed a high battery resistance. Drug infused via the pump was noted as baclofen.